Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery, left groin, mid femoral, via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6 mm. Peri-procedure, the pt was anti-coagulated with heparin and integrilin. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. The physician used a buddy wire. It was reported that the device was inserted until the white marker, then the physician pulled back, and the balloon lost pressure when it was next to the arteriotomy. The physician removed the device and converted the pt to 15 minutes of manual compression, with no further complications.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon distal tip, approximately 6 mm from balloon proximal tip. No other source of leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (f1212902) indicated that the mynx lot met all established performance criteria prior to shipment.